Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Five to six orbital treatment passes were performed in the left circumflex (lcx) artery, which was 95% stenosed and heavily calcified. The tip of the viperwire guide wire fractured in the lcx. No attempts to retrieve the fragment were made and the fragment was stented into a side branch. The patient remained stable throughout the procedure and was reported to be doing well post-procedure.